Event description:
Reporter stated the patient was admitted to the hospital intensive care unit for ketoacidosis. It was alleged that, although the pump indicates it is delivering insulin when bolusing, nothing flows from the pump. In addition, it is alleged that the pump is not delivering basal insulin. Customer states her basal rates are programmed correctly and she has the correct profile selected. The bolus history and daily totals were confirmed. They showed that the pump was delivering the boluses. However, customer attributes the high blood sugar to her pump not delivering properly. The customer's husband stated the pump will not be returned for investigation.